Manufacturer narrative:
The evaluation noted that revision reported was likely the result of edge loading/impingement, patient conditions, or a combination, which led to polyethylene wear. However, this cannot be confirmed due to the devices not being returned. The probable root cause associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.

Event description:
As reported, the (B)(6) y/o male patient had a right poly and head revision due to poly had superior wear and needed to be replaced. Removed novation crown cup liner and replaced with novation e-poly liner. Removed worn liner and biolox head. Replaced with new liner and head. Patient was last known to be in stable condition following the event. The device is not available for evaluation as hospital disposed of implant. Concomitant medical products: alteon tapered wedge stem. Novation crown cup.

Manufacturer narrative:
D10. Concomitants: 170-32-03 - biolox delta femoral head 32mm od, +3.5mm, sn (B)(6), 180-01-50 - nv crown cup clstr hole 50mm group 1, sn (B)(6), 180-65-25 - alteon 6.5mm screw, 25mm, sn (B)(6). Additional h3 investigation - based on the available information, the patient involved meets the following risk criteria for early prosthesis wear/osteolysis as specified in the hhe: combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely cause for the revision reported due to early prosthesis wear/osteolysis is a combination of the risk factors specified in [the hhe]. However, this cannot be confirmed as radiographs were not provided and the devices were not available for evaluation. These devices are used for treatment not diagnosis. There is no other information available. Correction- d2a, d2b prosthesis, hip, semi-constrained, metal/ceramic/polymer, cemented or non-porous, uncemented, d4 expiration date, h4 device manufacture date

Event description:
Additional information via legal department-as reported, the patient had an initial right tha on (B)(6) 2014. On or about (B)(6) 2020, x-rays of the hip showed mild superior eccentric positioning o the femoral head, and some osteolysis. The surgeon concluded such complications to be consistent with poly wear and noted there was no urgency to have revision surgery. On or about (B)(6) 2021, the patient returned to his surgeon due to worsening pain. At this time, x-rays of the hip revealed progressing polyethylene wear superiorly compared to x-rays in may. The patient was revised on (B)(6) 2022, which included a liner and head exchange. Intraoperative findings during surgery reflect patient's surgeon immediately encountered murky, yellowish fluid and noted the synovial reactive tissue was grayish. Pathology findings of tissue and hardware extracted during the revision surgery later indicated evidence of tissue reaction to particulate implant material and the presence of polyethylene debris. The acetabular surface of the removed gxl liner was noted to contain a surface deformation suggestive to wear defect of femoral pressure. A dry, sterile dressing was placed, there were no complications noted at the end of the case. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.